Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: l adnexa') and embedded device ('migration of essure device location of device: ovarian stroma') in a 38-year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation performed concomitantly with essure insertion" on (B)(6) 2016 and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included hernia repair in (B)(6) 2016, urethral stricture in (B)(6) 2015, nephrectomy in (B)(6) 2015, hypothyroidism, umbilical hernia, dysfunctional uterine bleeding and stress urinary incontinence. Previously administered products included for an unreported indication: mirena from 2010 to 28-dec-2016. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2018, ethinylestradiol;levonorgestrel (camrese) since (B)(6) 2019, levothyroxine since (B)(6) 2018, nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), pain in extremity ("left leg area pain mild to severe") and groin pain ("inguinal pain that radiates into left leg"). Essure treatment was not changed. At the time of the report, the device dislocation, embedded device, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, pain in extremity and groin pain outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, embedded device, groin pain, menorrhagia, menstrual disorder, pain in extremity and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: the left fallopian tube was cannulated with essure device per protocol and fired, a small coil seen at the os. This was repeated on the right where 3 coils were seen post-placement most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Events per pfs: lot added. Abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migration of essure device location of device: ovarian stroma/ adnexa, dysmenorrhea (cramping), inguinal pain that radiates into left leg, did not underwent essure confirmation test and novasure ablation performed with essure insertion were added, patient's medical history was added, patient's concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: l adnexa'), embedded device ('migration of essure device location of device: ovarian stroma') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation performed concomitantly with essure insertion" on (B)(6) 2016 and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included hernia repair in (B)(6) 2016, urethral stricture in (B)(6) 2015, nephrectomy in (B)(6) 2015, hypothyroidism, umbilical hernia, dysfunctional uterine bleeding, stress urinary incontinence, menorrhagia, dysmenorrhea, kidney infection, augmentation mammoplasty, hypothyroidism and hemorrhoids. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2016. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2018, ethinylestradiol;levonorgestrel (camrese) since (B)(6) 2019, levothyroxine since (B)(6) 2018, nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia), menorrhagia (heavy menstrual bleeding),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), pain in extremity ("left leg area pain mild to severe"), groin pain ("inguinal pain that radiates into left leg"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy, dilation). Essure treatment was not changed. At the time of the report, the device dislocation, embedded device, genital haemorrhage, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, dysmenorrhoea, pain in extremity, groin pain, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, groin pain, heavy menstrual bleeding, menstrual disorder, pain in extremity and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: the left fallopian tube was cannulated with essure device per protocol and fired, a small coil seen at the os. This was repeated on the right where 3 coils were seen post-placement batch no d01969 production date 2014-08-21 expiration date 2017-08-31. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter, added, case became medically confirmed. Other relevant history , explant date, auto-narrative supplement added and product information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: l adnexa'), embedded device ('migration of essure device location of device: ovarian stroma') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation performed concomitantly with essure insertion" on (B)(6) 2016 and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included hernia repair in december 2016, urethral stricture in (B)(6) 2015, nephrectomy in september 2015, hypothyroidism, umbilical hernia, dysfunctional uterine bleeding, stress urinary incontinence, menorrhagia, dysmenorrhea, kidney infection, augmentation mammoplasty, hypothyroidism and hemorrhoids. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2016. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since november 2018, ethinylestradiol;levonorgestrel (camrese) since january 2019, levothyroxine since (B)(6) 2018, nsaids since december 2016 and paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia), menorrhagia (heavy menstrual bleeding),") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), pain in extremity ("left leg area pain mild to severe"), groin pain ("inguinal pain that radiates into left leg"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy, dilation). Essure treatment was not changed. At the time of the report, the device dislocation, embedded device, genital haemorrhage, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, dysmenorrhoea, pain in extremity, groin pain, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, groin pain, heavy menstrual bleeding, menstrual disorder, pain in extremity and vaginal haemorrhage to be related to essure. The reporter commented: the left fallopian tube was cannulated with essure device per protocol and fired, a small coil seen at the os. This was repeated on the right where 3 coils were seen post-placement batch no d01969 production date 2014-08-21 expiration date 2017-08-31 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and menstrual disorder ("menstrual issues"). At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: l adnexa') and embedded device ('migration of essure device location of device: ovarian stroma') in a 38-year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation performed concomitantly with essure insertion" on (B)(6) 2016 and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included hernia repair in (B)(6) 2016, urethral stricture in (B)(6) 2015, nephrectomy in (B)(6) 2015, hypothyroidism, umbilical hernia, dysfunctional uterine bleeding and stress urinary incontinence. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2016. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2018, ethinylestradiol;levonorgestrel (camrese) since january 2019, levothyroxine since (B)(6) 2018, nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), pain in extremity ("left leg area pain mild to severe") and groin pain ("inguinal pain that radiates into left leg"). Essure treatment was not changed. At the time of the report, the device dislocation, embedded device, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, pain in extremity and groin pain outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, embedded device, groin pain, menorrhagia, menstrual disorder, pain in extremity and vaginal haemorrhage to be related to essure. The reporter commented: the left fallopian tube was cannulated with essure device per protocol and fired, a small coil seen at the os. This was repeated on the right where 3 coils were seen post-placement batch no d01969 production date 2014-08-21 expiration date 2017-08-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: l adnexa'), embedded device ('migration of essure device location of device: ovarian stroma') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation performed concomitantly with essure insertion" on (B)(6) 2016 and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included hernia repair in december 2016, urethral stricture in september 2015, nephrectomy in september 2015, hypothyroidism, umbilical hernia, dysfunctional uterine bleeding and stress urinary incontinence. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6)2016. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since november 2018, ethinylestradiol;levonorgestrel (camrese) since january 2019, levothyroxine since april 2018, nsaids since december 2016 and paracetamol (acetaminophen) since december 2016. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), menorrhagia (heavy menstrual bleeding),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient had essure inserted. In january 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), pain in extremity ("left leg area pain mild to severe"), groin pain ("inguinal pain that radiates into left leg"), abdominal pain ("abdominal pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the device dislocation, embedded device, genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, pain in extremity, groin pain, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, groin pain, menorrhagia, menstrual disorder, pain in extremity and vaginal haemorrhage to be related to essure. The reporter commented: the left fallopian tube was cannulated with essure device per protocol and fired, a small coil seen at the os. This was repeated on the right where 3 coils were seen post-placement batch no d01969 production date 2014-08-21 expiration date 2017-08-31 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events abdominal pain, back pain and general abnormal bleeding added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and menstrual disorder ("menstrual issues"). At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.